Manufacturer narrative:
The device has not been returned to omsc but was returned to ocg for evaluation. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by breakage of the metal wires due to an external force applied to the insertion tube. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) (ocg) and found that a part of the insertion tube was torn and broken metal wires from the inside was protruding outward of the insertion tube. There was no report of patient injury associated with this event.